Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report during deployment, the clip prematurely deployed requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral and tricuspid regurgitation (tr). The procedure started with treating the tricuspid valve first, two clips were successfully implanted. It was decided to use a third clip to further reduce tr. The third clip delivery system (cds) was advanced to the tricuspid valve without issue. However, during clip deployment, the clip premature deployed but remained attached to the gripper and lock line. A 24 fr guiding catheter was introduced into the other (left) femoral vein, and a snare device was used to pull the clip and gripper line from the other side. It was decided to end the procedure. Two clips implanted, reducing tr to 1-2. The procedure was ended without treating the mitral valve. No additional information was provided.

Manufacturer narrative:
The device was returned. In this incident the reported premature activation could not be replicated in the testing environment due to the condition of the returned device. Based on the information reviewed and returned device analysis, the reported premature activation was confirmed based on an observed broken actuator coupler. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should also be noted that the mitraclip instructions for use states that ¿do not use mitraclip g4 outside of the labeled indication. Since mitraclip was used to treated tricuspid regurgitation, the reported issue is an outcome of use error; however, the off-label use did not likely contribute to premature activation of the clip. The investigation determined the noted broken actuator coupler appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.